Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin while attempting to reload a cartridge. Reportedly, the customer was reusing a cartridge. Tandem technical support educated customer on off label use for reusing cartridge. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.